Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog # 00596203212 lot# unknown. All poly patella size 35 mm dia. Standard 9.0 mm thickness catalog# 00597206535 lot# unknown. Unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02347, 0001822565-2017-02348, 0001822565-2017-02349, 0001822565-2017-02354.

Event description:
It was reported that patient had a nerve block procedure three years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. No definite contributing factor causing issues with the component is identified on x-rays. However, x-rays exhibiting relatively large polyethylene spacer show radiolucent artifacts at metal-bone and cement bone interfaces limiting assessment for implant loosening. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product- nexgen tibial component catalog# 00598003701 lot# 61460026, nexgen all poly patella. Catalog# 00597206535 lot# 61454120, bone cement. Catalog#1101-02 lot# 61387328, nexgen articular surface. Catalog# 00596203217 lot# 62424434.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain after a left knee revision to replace the articular surface. The patient was treated with a nerve block and cortisone injection on unknown dates approximately three years post implantation, however, this has provided only temporary relief. No additional patient consequences were reported.